Event description:
The baxter field service engineer noted an infusion pump with an unknown battery problem during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary:the unknown battery issue was confirmed during product evaluation to be depleted batteries. The batteries were replaced due to potential damage. This issue is currently being investigated under. Review of the complaint history reveals similar reports have been received for this product for the reported issue.